Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was visually evaluated and the tip of the proximal backcheck valve was broken inside the caresite. Based on the results of the sample evaluation, the reported defect is not confirmed to be a manufacturing defect. An exact root cause cannot be determined. The most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Event description:
As reported by user facility, the tubing separated near the valve after the infusion was completed and disconnected from the veteran. Specifically, it was noted that the distal portion of the tubing at the lower lure access and anti-siphon valve had separated. The separation occurred after the infusion had completed and when it was disconnected from the veteran. The nurse stated there was no difficulty in disconnecting the line, with no forceful action in disconnecting the line from the veteran. As she put it, "it caught me off guard and was completely unexpected".